Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the atrial lead was unable to connect to the header of the device. The lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was in stable condition. Related manufacturer report number: 2017865-2019-05975.